Manufacturer narrative:
The pads used during the event were not returned to zoll medical corporation for evaluation. Instead, pads from the reportedly used lot of 4320a were returned unopened. Evaluation of the pads did not reveal any irregularities that would have contributed to the reported event. The pads passed all assembly and adhesive performance testing without duplicating the report. The pads were scrapped following the evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.